Manufacturer narrative:
(B)(4). Physio-control performed an initial examination of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver defibrillation therapy to a patient during an event. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
Physio-control was able to make contact with the customer regarding the reported event.  The customer advised that they are unable to provide any information about the patient or the event. Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device would give a "connect cable" message even though a therapy connector was properly connected, indicating that the device could not detect the patient test load.  As a result, the device could not charge and shock.  Physio then replaced both the therapy pcb assembly and energy storage capacitor, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically open resistor, designator r81.  Physio also examined the removed energy storage capacitor and no issues were observed.